Event description:
A (B) (6) female underwent surgery on (B) (6) 2010. As the surgeon was removing the t handle driver hex with the closure top held in the driver, it fell in the center of the extension cable still in position on the patient or into the patient. The surgeon removed the portion of the closure top and was able to complete the surgery as indicated with the other t handle driver hex.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.